Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s current blood glucose level was 570 mg/dl. Customer reported insulin pump had a blank display and was not turning on after replacing the battery. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were missing or damaged. It was unknown that customer was using auto mode or not at the time of high blood glucose event. The insulin pump will not be returned for analysis.